Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip was not releasing from the medium-large clip applier instrument when it was placed on the artery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis. There were additional observations not reported by the site and related to the primary failure. The medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.013" offset at the tips. As a result, the clip could not be properly loaded on the grips.